Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-00950. The patient has two leads with the same lot number. It was reported the patient experienced loss of stimulation. The patient had not recharged the ipg as recommended and as such, the ipg was inoperable. In addition, fluoroscopy indicated the lead was coming out of the ipg header. Surgical intervention was undertaken during which the ipg was explanted and replaced. A new ipg was implanted with the existing leads. Effective stimulation was restored following the procedure.